Event description:
It was reported that the pump keeps losing power. The reporter stated they tried two (2) new batteries. Once it was pushed into the compartment, it powers on. When the door was slid on to secure it, the pump powers back off and would not hold power. The drug used was "5fu". The clamp had been closed. The event occurred while in use with patient, and there was no reported patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.